Manufacturer narrative:
The bav was not returned to edwards lifesciences, as it was discarded by the facility. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the annular ruptured was cause by the patient¿s heavily calcified native leaflet that was pushed towards the left sinus of valsalva during balloon inflation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, during the predilatation step with a 20 mm bav balloon, the native leaflet was pushed towards the left sinus of valsalva and caused an annular rupture. After bav, the decision was made to deploy the 23 mm sapien ultra 3 valve in an attempt to tamponade the rupture but soon after the patient was converted to open heart surgery and the valve was replaced. The patient was noted to be alive at the conclusion of the case. It is perceived that the annual rupture was caused by the heavily calcified left coronary cusp. The patient¿s native annulus had an area that measured 418mm2. The native annulus had severe calcification, mild mac and bulky leaflet calcification. Additionally, the stj measured 26mm, the lca height was 19mm and the rca height was 18mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.